Manufacturer narrative:
Investigation results completed on a smith medical cadd solis 2120 pump. Device arrived with damaged lens. When evaluations and tests were done to duplicate report, the results revealed front piezo shorted and dragged down the audio circuit. Repairs done to replace the front piezo.

Event description:
Information received on a smith medical cadd solis vip pumps - 2120 that no sound from buzzer alarmed. No patient adverse events reported. Investigation results completed and will be summarized.